Manufacturer narrative:
Device was not available for evaluation. The device was discarded. No photos were taken of the device. Proper materials and methods of manufacturing were utilized on device history review. No excursions noted.

Event description:
During a transseptal procedure, the md was using a brk 1 needle through a tsx 55 degree sheath. The aortic root was punctured with the transseptal needle while the physician was trying to access the left atrium. The case was aborted when a pericardial effusion was discovered.